Event description:
It was reported the defibrillator would not hold a charge or recharge.

Manufacturer narrative:
The rse(remote service engineer) evaluated the device remotely. The rse informed the customer that this model became end of life (the manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(6), the (B)(6) heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018). The customer was provided official eol letter. The device remains at the customer site and no further evaluation is warranted at this time.